Event description:
It was reported that during a ptca/stent procedure, resistance with the lesion was encountered while advancing the stent delivery system. Force was used to advance the catheter through the lesion (contrary to IFU) while moving the sds back and forth, and the stent separated from the delivery system. A snare was successful in retrieving the separated stent.